Event description:
It was reported that the right ventricular lead was implanted successfully. The following morning at pre-discharge failure to capture and sensing was evident, the patient was asymptomatic. During revision the physician could not place the lead, the lead was explanted and a new lead was placed which was an active fixation lead. The patient was transferred to recovery where at this time, the patient complained of chest pain. The echo cardiogram showed pericardial effusion, a cat scan showed the lead had perforated the right ventricle, no intervention was performed as the fluid would self-resolve. The patient was transferred to butler memorial hospital. On (B)(6) 2018 the system was removed. The patient was in stable condition and remains in monitored care.

Manufacturer narrative:
Analysis was normal. No anomalies were found.